Manufacturer narrative:
Addendum: (12/11/2014) additional information indicated that the product was stored, inspected and prepped per IFU. The lesion was the diagonal branch. The characteristics of the vessel/lesion are unknown. No kinks or other damages were noted prior to inserting the product into the patient. The balloon inflated/deflated normally and it re-wrapped properly. The balloon was finally removed intact from the vessel. Complaint conclusion: during the procedure, the balloon withdrew with difficulty from the vessel when it passed though the lesion at the diagonal branch. The surgeon tried many ways to withdraw it. No adverse event was reported. The procedure was complete and there was no injury was to the vessel. The characteristics of the vessel/lesion are unknown. Additional information indicated that the product was stored, inspected and prepped per IFU. No kinks or other damages were noted prior to inserting the product into the patient. The balloon inflated/deflated normally and it re-wrapped properly. The balloon was finally removed intact from the vessel. One non sterile sakura dura star, 3.00 x 15 was received coiled inside a plastic bag. Balloon was already inflated and fully deflated. No other damages were found. Outer diameter was measure and found within specification. The device was introduced through catheter sheath introducer 5f (laboratory sample) and no resistance was felt. Review of lot 15916611 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿ptca system - withdrawal difficulty¿ was not confirmed as no anomalies were found during dimensional and functional analyses. The cause of the difficulty experienced by the customer could not be conclusively determined. Clinical factors contributing to the reported withdrawal difficulty could not be determined based on the information available for review. Neither the DHR review nor the analysis suggests a design or manufacturing related cause for this event. Therefore no corrective actions were taken.

Event description:
During the procedure, the balloon withdrew with difficulty from the vessel when it passed throw the lesion at diagonal branch. The surgeon tried many ways to withdraw it. No adverse event on the patient. The procedure was complete and no injury was on the vessel. The sample will be returned for investigation.

Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt..